Manufacturer narrative:
Concomitant medical products: (B)(6) 2018.

Event description:
It was reported that the right ventricular (rv) lead alerted for pacing impedance out of range. The lead remains in use. No patient complications have been reported as a result of this event.